Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2339 is being used to capture the reportable event of ulcer.

Event description:
It was reported that a spaceoar was implanted on (B)(6) 2024. During the placement, the needle was difficult to visualize; however, the target site was reached after several repositioning attempts. Halation occurred in the first hemodialysis (hd), but since the fat layer was divided into two layers, it was assumed that there was a possibility of air or blood contamination due to repositioning of the needle. The patient had a small prostate due to hormone treatment, therefore, the decision was to inject 6 cc of hydrogel. A magnetic resonance imaging (MRI) was taken before radiation therapy. On (B)(6) 2024, intensity-modulated radiation therapy (imrt) began. On (B)(6) 2024, the patient had an emergency visit to the emergency room (ER) for rectal bleeding and ulceration in the rectal lumen. A colonoscopy was performed. MRI and computed tomography (CT) showed the presence of gelatinous material in part of the rectal wall. The patient was scheduled to be discharged after observation, but cystic fibrosis (cf) was performed because bleeding was confirmed again. The bleeding was confirmed from the ulcer site, and it was confirmed that the ulcer had grown noticeably since the time of admission.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2339 is being used to capture the reportable event of ulcer. Block h11: the following blocks were updated based on additional information received on 01/08/2025. Block b5. Block h6 (impact codes).

Event description:
It was reported that a spaceoar was implanted on (B)(6) 2024. During the placement, the needle was difficult to visualize; however, the target site was reached after several repositioning attempts. Halation occurred in the first hemodialysis (hd), but since the fat layer was divided into two layers, it was assumed that there was a possibility of air or blood contamination due to repositioning of the needle. The patient had a small prostate due to hormone treatment, therefore, the decision was to inject 6 cc of hydrogel. A magnetic resonance imaging (MRI) was taken before radiation therapy. On (B)(6) 2024, intensity-modulated radiation therapy (imrt) began. On (B)(6) 2024, the patient had an emergency visit to the emergency room (ER) for rectal bleeding and ulceration in the rectal lumen. A colonoscopy was performed. MRI and computed tomography (CT) showed the presence of gelatinous material in part of the rectal wall. The patient was scheduled to be discharged after observation, but cystic fibrosis (cf) was performed because bleeding was confirmed again. The bleeding was confirmed from the ulcer site, and it was confirmed that the ulcer had grown noticeably since the time of admission. Additional information. It was reported that a central venous catheter inserted into a peripheral vein and placed for the purpose of nutritional administration. In the physician's assessment the cf (colonoscopy) findings were different from those of radiological bleeding (no erythema around the bleeding site), and it was suspected that the hydrogel infiltration into the rectal wall may be one of the causes of the patient's rectal bleeding and ulcer.